Manufacturer narrative:
The cryosurgical unit was thoroughly inspected/tested [note: the single use cryoprobe was discarded and not available for an evaluation. It was reported though that the probe worked well and formed an ice ball as intended without leaking.]. A technical safety check was performed on the unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the cryosurgical unit's device history record (DHR) [note: the DHR for the cryoprobe demonstrated that the probe passed leak testing.]. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the description of the event and a review of literature, injuries to lung parenchyma can lead to a gas embolism which could cause cardiac arrest. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the cryosurgical unit during a biopsy in the tracheobronchial tree. The unit was used with a single use cryoprobe (part number 20402-401, lot number wo315706). During the procedure, an embolism occurred and the patient went into cardiac arrest. Through emergency treatment, the patient was revived. Note: the unit and cryoprobe were distributed to a medical center in (B)(6).